Event description:
Pt had episode of desaturation. Attempted to suction tracheostomy tube and felt obstruction. Tracheostomy tube changed. Upon inspection of tube noted protrusion in inner chamber. Upon subsequent call to risk management it was stated. "The pt had a clog, possibly a mucous plug. The pt was fine initially. There was no adverse outcome."